Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter continued to display ¿apply sample¿ instead of counting down and providing a result after a blood sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter issue began at 12:07pm on (B)(6) 2015. The patient informed the cca that they manage their diabetes by self-adjusting their insulin dosage and denied making any changes to their usual diabetes management regimen due to alleged product issue. The patient reported feeling the symptom of ¿shaky¿ at 12:09pm, 2 minutes after the alleged product issue occurred. However, the patient denied receiving any form of treatment as a result of this symptom. At the time of troubleshooting the cca walked the patient through a retest and noted that the patient successfully obtained a reading with the subject meter. The alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.